Manufacturer narrative:
The reported failure of battery failure is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
A trilogy evo was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation a service required alarm indicating an internal battery failure was observed. The device's internal battery was replaced to address the issue. The device was tested and passed all final testing.